Event description:
It was initially reported that the patient was having telemetry issues and a device overdischarge was suspected. The patient was using stimulation intermittently for pain needs. The last time any stimulation was felt was over 12 months ago, as well as was the last successful recharging session. A physician mode recharge was recommended, and was successfully performed. The stimulation was turned back on and the por (power on reset) was cleared. The patient was doing well with the battery back on. This was the patient's second overdischarge of the device due to not charging the battery. It was also reported that the patient had to recharge more than expected. Since coming out of overdischarge the patient was recharging every day and could only charge to 50%. Subsequent information received reported the device was eos (end of service), which message occurred after having three overdischarge events. The patient compliance was the main reason for overdischarges and the battery could not hold its charge after overdischarges. The device was being replaced. Further information received reported the battery depletion was normal. The patient's outcome was reported as 'doing great.'

Manufacturer narrative:
Product ID 3998, lot# v001940, serial#, implanted: 2006 (B)(6), explanted: product type lead, product ID 37742, lot#, serial# (B)(4), implanted: 2006 (B)(6), explanted: product type programmer, patient, product ID 3708360, lot#, serial# (B)(4), implanted: 2006 (B)(6), explanted: product type extension, product ID 3708360, lot#, serial# (B)(4), implanted: 2006 (B)(6), explanted: product type extension. (B)(4).